Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Device was received for evaluation; the event was not confirmed during testing. The device was within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use

Event description:
This report summarizes malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.